Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/25/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Analysis of the returned device was completed the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log, as reported by the end user. An abrupt power off can be seen on event line 37 by the "log_event_on" code without an "log_event_off" code before it:. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 10 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's parameters were used. The pump ran for 10 ml at a rate of 0.8 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further investigation there were no loose connections or components inside of the device. It was also noted that the label on the back of the pump with the pump model information is completely erased. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint (B)(4).